Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the external pulse generator (epg) shut down automatically five seconds after turning it on. It was also noted that the cause was attributed to a low battery. The epg was returned for repair. There was no patient involvement.